Manufacturer narrative:
This report is a replacement to the original submission under MFR report # 1917413-2026-00301 on 16apr2026 in order to file against the correct site registration number. D.4. Medical device expiration date: unknown. H.4. Device manufacture date: unknown. Investigation summary: bd received samples for investigation. The samples were evaluated by visual examination and the indicated failure mode for separates was not observed. In addition, bd was unable to determine the specific lot number associated with this complaint; therefore, a review of the device history record could not be conducted. This complaint is unable to be confirmed. Bd has initiated corrective and preventive action to address the reported issue. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that while using the bd vacutainer® one use holder that the connection between the winged blood collection device and the collection tube disengaged. This occurred in an unspecified amount of devices. No patient impact reported.